Event description:
The customer complained that there was unexpected movement of intellidrive.

Manufacturer narrative:
The technician replaced the left push handle, which resolved the issue. The bed operates within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review for events for reportability. This effort will continue until we are current.